Manufacturer narrative:
The overall condition of the unit indicated that aggressive use was the most likely cause of the reported emission of metal fragments.

Event description:
During the procedure, shaver left metal fragments and required additional irrigation of surgical site.